Event description:
It was reported the subject device tissue pad peeled off when energized. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional customer info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally the evaluation found the tissue pad was severely worn. Based on the results of the investigation, a definitive root cause could not be established potential causes noted: it can be inferred that the peeling of the tissue pad may have been caused by the following mechanism. We assume that the ultrasound output with the grasping part closed without grasping the tissue (including after the tissue was cut) caused the tissue pad to wear heavily and some of it peeled off. The event can be detected/prevented by following the applicable chapters in the instructions for use: ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.